Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips but has not yet received them.

Event description:
A pt reported blood glucose results of "8.0 mmol/l" with a lifescan meter and "6_.3_ mmol/l" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.